Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reload would not fire when loaded into the idrive. They then tried taking the battery out and putting it back in and the device still would not fire. They then used a different reload which did fire. Procedure: sigmoid colectomy. There was no patient harm. The case was not delayed more than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Subsequently, the complaint data did not display an increased trend for the complaint or failure mode. Therefore, no enhancements or improvements will be generated. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.